Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 10014881 lot number 21069687 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing is separating at the connection to the drip chamber.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing is separating at the connection to the drip chamber.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22039413 . D4: medical device expiration date: 31-mar-2025 . H4: device manufacture date: d4: medical device lot #: 21045413. D4: medical device expiration date: 06-apr-2024 . H4: device manufacture date: 05-apr-2021. D10: device available for eval yes. D10: returned to manufacturer on: 03-feb-2023 . H6: investigation summary one thousand seventy-two samples were received for quality investigation. The customers complaint of separation was verified by inspection. Evaluation of 59 samples was performed as a representative sample size for the samples received. Evaluation of the samples was conducted by pulling on the tubing below drip chamber with minimal force. Nine of the samples tested separated below the drip chamber, between the tubing and the connection sleeve. Further investigation of the separation under magnification indicates that there is a lack of solvent bonding the tubing together making the connection easy to separate. A device history record review for model 10014881 lot numbers 22039413, 21045413, and 21069687 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in the samples tested is a lack of solvent at the union site between the tubing and the tubing connection sleeve. A trend for the separation issue has been identified for this product line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: tubing is separating at the connection to the drip chamber.